Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed as as the unit failed multiple specific functional tests due to deformed handle hole and multiple worn out components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the cam rod and lever of the a2101 mayfield ultra base unit does not accept transitional member. There was no known patient injury nor delay in surgery.